Manufacturer narrative:
Failure event observed during analysis. Final analysis found the root cause of the reported observation was due to an incomplete weld between the feed through platinum wire and bal-seal spring housing for electrode #8 within the ipg silicone header assembly.

Event description:
It was reported during a procedure to implant an scs system, prior to the ipg being implanted, diagnostics indicated high impedance readings on a single contact of one lead. Specifically, the high impedance was observed on contact 8. Physician switched the leads in the ipg header, but the issue persisted. Another ipg was opened and no impedance issues were noted.